Event description:
A patient reported blood glucose results of "165 mg/dl, 129 mg/dl, and 109 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter and test strips were replaced.